Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during a routine inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is 72-88 with torque tested high ¿ 89.045. There was no known patient or hospital involvement. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). The returned torque handle featured minimal superficial wear in the form of water stains on its surface. The device was mechanically tested and was found to be out of specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the torque handle exerting more torque than intended cannot be determined from the sample and the information provided. A potential root cause cannot be determined using the available information, though wear to the internal components of the device, irregular maintenance, and lack of lubrication may be contributing factors. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.